Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The two spliced suture constructs involved in the complainant event were not returned for evaluation therefore the complainant's event could not be verified. The new un-opened returned sample functioned as per surgical technique and no abnormalities were observed. The most likely cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal repair procedure, the first meniscal cinch device was used for the procedure. Both peek implants were deployed behind the capsule, however the suture was unable to be tightened. Both peek implants remain behind the meniscus. A second meniscal cinch device (same lot) was used. The first peek implant was deployed behind the capsule; however, the second peek implant was unable to puncture the meniscus despite several attempts. The first peek implant remained behind the meniscus. A third meniscal cinch from a different lot was used to complete the procedure.